Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue could not be duplicated during evaluation. Visual evaluation of the returned sample noted two opened arctic gel neonatal pads present with no original packaging. One pad (pad 2 of 2) was originally captured under pr# (B)(4) and labelled with this pr#. Visual inspection noted the following: * no obvious visible defects such as cuts or tears in the foam for either pad. * no visible chips or deformities at the ends of all connectors. * tubing for pad 1 of 2 noted no kinks present. Tubing for pad 2 of 2 noted major kinks present, and pr# (B)(4) was opened to capture this failure. * hydrogel and nonwoven tape layers were intact with pad and not separated in both pads. * no crushed dimples or signs of overlamination in either pad. * pad 1 of 2 was returned wet with moisture on the pad surface as well as inside the foam tubing jacket. The reported issue could not be verified without further testing. Each pad was individually tested using tm0301222 rev 3. All individual measured flow rates are outlined. * pad 1 of 2: a total of 1.0 l/min of flow rate were registered during the test. Also, the system diagnostics were reviewed, and circulation pump command was 33%, inlet pressure was -6.9 psi. No air or water leaks were seen during testing. * pad 2 of 2: when the kinked tubing was held straight during evaluation, a total of 1.0 l/min of flow rate were registered during the test. Also, the system diagnostics were reviewed, and circulation pump command was 37%, inlet pressure was -7.2 psi. No air or water leaks were seen during testing. When not held straight, the kinked tubing caused the flow rate to decrease. According to the test method tm0301222 rev 3 the flow rate was found to be inadequate for returned pad 2 of 2. (Acceptable range >= 1.0 l/min). A risk review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the lot number is unknown. Based on the results of this investigation, no additional actions are required. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the staff have brought some concerns with the arctic sun pads they have recently used and wanted to reach out for their input. On (B)(6) 2025 one seemed like it was leaking. As far as they know nothing alarmed, but there was concern that there was cold wet moisture on the baby and the pad was changed. It was noted to have very low water temperatures for the 1st 12 hours of cooling. Machine #1 was used. They switched the blanket around 2300 on (B)(6). They believe that was when they felt like there was cold moisture on the infant and on the pad. After they changed out the blanket, the baby's temperature decreased, and they were assuming the new pad seemed to be working correctly thereafter. They did keep the pad that they thought may have been leaking. Should they connect it to the machine to see if it was in fact leaking. They want to check whether they have you heard of this ever happening before. The second issue was on (B)(6) 2025 and the nurses were noting that the baby was reading cold, and the pad was not getting warmer. It was staying around 15-20 degrees despite the baby having an esophageal temperature of 32.5-32.9 degrees. The did end up changing out the pad overnight (on 7/4) and the temperature in the pad did increase and the infant's esophageal temperature remained within target for the remainder of the therapy, but it did seem odd. It was reported that the cooling started around 2pm yesterday. The night nurse had to replace the arctic gel pad around 2am because it was wet. They described it as bubbling up. When they came on at 8am, the pad was wet again. Explained the water was under a vacuum meaning that if therapy was running and water was circulating, the water could not leak out, air gets sucked in. Suggested looking for another source of the fluid example urine, IV fluid. Explained they could place the pad behind the nursing station for quality, if desired. Asked to take pictures. The packaging has been discarded, no lot number available. Called back a few hours later and the nurse called local representative who told hup was experiencing the same thing and it was being investigated. Per additional information received via mail on 14aug2025, spoke with nurse who confirmed the pad had been leaking fluid. They had spoken with their representative who confirmed this seems to be an ongoing issue with pads and thought it might be due to transport in a hot vehicle but could not confirm. They would be investigating this. The infant experienced redness on the skin that resolved on its own without intervention. Therapy was discontinued due to pad leaking. No alternate forms of treatment were used. No medical intervention was reported. It was reported that the infant who started cooling at 1400 yesterday, this morning at 0200, the blanket was soaked with water externally. It was changed, at 0800 this morning, the same thing happened. The malfunction occurred twice on one patient. Per follow up information received via task on 03sep2025, spoke with charge nurse who stated all pads have been collected by their local representative. There were currently no additional pads being kept in the office and noted that they were not keeping notes on each individual faulty pad case at this time since they have experienced several pad issues. The pad was likely exchanged with a new one but could not confirm. Per sample evaluation results received via task on 27oct2025, it was reported that the major kinks were seen in the lines on one side of the pad that affected flow rate when the lines were moved. Per sample evaluation results on (B)(6) 2025, kinking of the pad lines that affected flow on pad 2 of 2.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the returned sample met specifications during evaluation. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: - no obvious visible defects such as cuts or tears in the foam. - no visible chips or deformities at the ends of all connectors. - tubing for the pad noted no kinks present. - hydrogel and nonwoven tape layers were intact with pad and not separated. - no crushed dimples or signs of overlamination in the pad. - the pad was returned wet with moisture on the pad surface as well as inside the foam tubing jacket. The reported issue could not be verified without further testing. The pad was tested using tm0301222 rev 3. A total of 1.0 l/min of flow rate were registered during the test. Also, the system diagnostics were reviewed, and circulation pump command was 33%, inlet pressure was -6.9 psi. No air or water leaks were seen during testing. According to the test method tm0301222 rev 3 the flow rate was found to be acceptable for the returned pad. (Acceptable range >= 1.0 l/min). A risk review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the lot number is unknown. Based on the results of this investigation, no additional actions are required. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the staff have brought some concerns with the arctic sun pads they have recently used and wanted to reach out for their input. On (B)(6) 2025 one seemed like it was leaking. As far as they know nothing alarmed, but there was concern that there was cold wet moisture on the baby and the pad was changed. It was noted to have very low water temperatures for the 1st 12 hours of cooling. Machine #1 was used. They switched the blanket around 2300 on (B)(6). They believe that was when they felt like there was cold moisture on the infant and on the pad. After they changed out the blanket, the baby's temperature decreased, and they were assuming the new pad seemed to be working correctly thereafter. They did keep the pad that they thought may have been leaking. Should they connect it to the machine to see if it was in fact leaking. They want to check whether they have you heard of this ever happening before. The second issue was on (B)(6) 2025 and the nurses were noting that the baby was reading cold, and the pad was not getting warmer. It was staying around 15-20 degrees despite the baby having an esophageal temperature of 32.5-32.9 degrees. The did end up changing out the pad overnight (on (B)(6)) and the temperature in the pad did increase and the infant's esophageal temperature remained within target for the remainder of the therapy, but it did seem odd. It was reported that the cooling started around 2pm yesterday. The night nurse had to replace the arctic gel pad around 2am because it was wet. They described it as bubbling up. When they came on at 8am, the pad was wet again. Explained the water was under a vacuum meaning that if therapy was running and water was circulating, the water could not leak out, air gets sucked in. Suggested looking for another source of the fluid example urine, IV fluid. Explained they could place the pad behind the nursing station for quality, if desired. Asked to take pictures. The packaging has been discarded, no lot number available. Called back a few hours later and the nurse called local representative who told hup was experiencing the same thing and it was being investigated. Per additional information received via mail on 14aug2025, spoke with nurse who confirmed the pad had been leaking fluid. They had spoken with their representative who confirmed this seems to be an ongoing issue with pads and thought it might be due to transport in a hot vehicle but cannot confirm. They would be investigating this. The infant experienced redness on the skin that resolved on its own without intervention. Therapy was discontinued due to pad leaking. No alternate forms of treatment were used. No medical intervention was reported. It was reported that the infant who started cooling at 1400 yesterday, this morning at 0200, the blanket was soaked with water externally. It was changed, at 0800 this morning, the same thing happened. The malfunction occurred twice on one patient.

Event description:
It was reported that the staff have brought some concerns with the arctic sun pads they have recently used and wanted to reach out for their input. On (B)(6) 2025 one seemed like it was leaking. As far as they know nothing alarmed, but there was concern that there was cold wet moisture on the baby and the pad was changed. It was noted to have very low water temperatures for the 1st 12 hours of cooling. Machine #1 was used. They switched the blanket around 2300 on 6/28. They believe that was when they felt like there was cold moisture on the infant and on the pad. After they changed out the blanket, the baby's temperature decreased, and they were assuming the new pad seemed to be working correctly thereafter. They did keep the pad that they thought may have been leaking. Should they connect it to the machine to see if it was in fact leaking. They want to check whether they have you heard of this ever happening before. The second issue was on (B)(6) 2025 and the nurses were noting that the baby was reading cold and the pad was not getting warmer. It was staying around 15-20 degrees despite the baby having an esophageal temperature of 32.5-32.9 degrees. The did end up changing out the pad overnight (on 7/4) and the temperature in the pad did increase and the infant's esophageal temperature remained within target for the remainder of the therapy, but it did seem odd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.